Event description:
The patient contacted animas on (B)(6) 2013, alleging low blood glucose of 31 mg/dl that was able to be adequately treated with oral carbohydrates by the patient without assistance. No further information was available. Animas customer support made several attempts to contact the patient in follow up of this complaint; however, the patient did not respond. This complaint is being reported because the patient reportedly experienced a hypoglycemic event of unknown cause while on insulin pump therapy. The pump has not been requested back at this time. If further information becomes available, this complaint will be updated accordingly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 21 -aug-2019 device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2019 with the following findings:. During investigation, due to continued pump use all delivery history and black box data has been overwritten for time of complaint. The complaint regarding inaccurate delivery was reported on 7/30/2013, according to the pump history the pump was used until 7/13/2019. The total daily dose history shows the pump was not in use between 2/26/2016 and 6/14/2019.1. The pump passed all required testing for delivery accuracy . The available black box and pump history shows no evidence of delivery defects. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.